Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05138. It was reported the patient has lost stimulation. It was also reported the ipg can no longer communicate with the charger and programmer. An sjm representative attempted to troubleshoot the issue to no avail. Prior to losing stimulation, the patient experienced overstimulation on (B)(6) 2012. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.